Event description:
It was reported that the customer selected pt "a" off the work list and started the exam. Right before the first exposure was taken, the correct pt info was displayed on the monitor. The customer claims the pt info changed after the first exposure, resulting in pt a's images found under the name of the pt that was right before pt "a" in the work list. There was no injury.